Event description:
As reported, in 2008, this pt with tortuous and calcified iliac arteries, was implanted with the gore excluder aaa endoprosthesis for the treatment of an abdominal aortic aneurysm as well as an iliac artery aneurysm. Following placement of both devices an acute type I proximal endoleak was identified which the physician chose to monitor. During the pt's 30 day follow-up, a large type iii endoleak was noted. A reintervention occurred on the following month, whereby an add'l contralateral leg component was placed inside the trunk-ipsilateral leg component, completely resolving the endoleak. As reported, the physician suspects calcium in the iliac arteries caused a hole in the graft. This pt is being followed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of an 18 fr (6.8 mm). Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. As reported to gore this pt had been pre-operatively identified with tortuous and calcified iliac arteries. As reported, the physician suspects calcium in the iliac arteries caused a hole in the graft, thus causing the type iii endoleak and subsequent reintervention. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the pt.